Event description:
It was reported that the pump had a motor rate error, motor sensor did not measure the correct rotation rate for the stepper motor, sensor (on main board) may have failed, the stepper motor stalled when an occlusion occurred. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional tests were performed. The product was chipped out on lower right front corner of top case, cracked on right plunger case and broken screw standoff on bottom case. Event history log (ehl) showed motor rate error. An occlusion test was performed and the reported problem was duplicated; the main board was found slightly misaligned. The root cause of the issue could not be determined. Actions were taken to mitigate the reported issues: realigned main board, replaced old style motor bracket, worm coupling, leadscrew and clutch halves for preventive measure; performed maintenance and all functional testing passed.